Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the pt received less medication than intended. At an unspecified time, the device was programmed to deliver an unspecified chemotherapy. The customer contact reported the nurse filled the soluset with 50ml of medication and programmed the device to deliver at a rate of 25ml, with a vtbi (volume to be infused) of 50ml, and the delivery was started. The customer contact reported the container size was 600ml and was to deliver for a duration of 24 hours. The nurse reported that at an unspecified time during the 24 hour delivery, it was noted that "2hrs of volume left in the IV bag, determined to be overfill." The nurse stated the delivery was "sped up" to finish the 600ml in 24 hours. The device was removed from clinical service. Therapy was resumed using a replacement device. The physician was notified. No medical interventions were required. The customer contact reported there was no change in the pt status and no reported delay of therapy critical to this pt. Though requested, no add¿l info was provided.